Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a bd (breath delivery) post (power on self-test) failure. The ventilator was not on a patient at the time of the event. Customer declined vent repair by covidien service engineer. Customer will call if they desire to perform the repair. Covidien was not authorized to service the device.